Manufacturer narrative:
Batch history review: the manufacturing file was reviewed. It is compliant with the specifications and no abnormality was detected during production. No other complaint has been reported on the access port batch sold since june 2017. Investigation: the evaluation of the involved device show that the catheter rupture happened at the level of the connection, under the connection ring. This part of the catheter is protected by the connection ring during the implantation period. These damages were probably done during the implantation procedure. The distal part of the catheter was not returned for evaluation. Dimensional measurements: the diameters of the connection ring and of the exit cannula have been measured. All the measurements are compliant with the specifications. The catheter cannot be measured because only the few mm staying on the exit cannula were returned. No visible manufacturing defect was detected on the returned device. Conclusion: no manufacturing defect was detected on the returned device. The rupture occured under the connection ring, less than 3 months after implantation. According to the above mentioned information and in view the location of the rupture, the most probable root cause seems to be due to the extension of catheter damage done during the implantation procedure. It is worth noting that the f silicon catheter is a thin catheter. It should be manipulated with care. As a rare incident (complaint rate <(B)(4)%), no corrective action is envisaged.

Event description:
Rupture and migration of the catheter. Migration into the vena cava. Explantation of the catheter by interventional radiology.